Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. The omniwire was discarded by the facility, thus no returned product investigation was performed. Per the IFU, unplanned surgical procedures is listed as a possible adverse effect.

Event description:
It was reported that during a therapeutic coronary procedure, the manufacturer's wire became stuck in the lad. The wire could not be removed from the patient; therefore, the patient was transferred to a different facility for removal. During the procedure, the distal tip of the wire broke inside the patient and a snare was used for retrieval; however, the snare also broke inside the patient. The patient was sent to open heart surgery and required a graft in the lad. This adverse event and product problem is being submitted because the patient required surgical intervention to retrieve the separated manufacturer's wire inside the patient.